Event description:
A caller reported a malfunction on their pump, and there were no notable events preceding the malfunction. The impact on the customer's blood glucose level was not reported as the caller declined to answer whether it exceeded 500 mg/dl. The customer did not have a backup therapy, but the customer technical support (cts) arranged for a replacement pump with updated software to be sent. Instructions were provided for putting the pump into storage mode and returning it to tandem. The caller understood and acknowledged the instructions and steps required upon receiving the replacement pump.